Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the patient's room one week after the placement of the catheter, the "blockage alarm" went off from the infusion pump. The power of the infusion pump was switched on/off and there was no need for further resolution. The inserted catheter was used as it is. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a blockage in the catheter could not be confirmed. Returned was a 3-lumen catheter marked 7fr x 20cm on the hub. The proximal extension line clamp was in the closed position when the sample arrived. When the line was unclamped, a depression remained in the extension line tubing near the luer hub. The medial extension line clamp was in the open position when the sample arrived, but there was a depression in the extension line tubing near the luer hub from where it had been clamped. It is unknown how long the proximal line clamp was in the closed position. The catheter was checked for flow using a 10ml syringe and water. Water could be injected through each lumen. The same 10ml syringe was used to successfully aspirate water through each lumen. A 0.032" diameter lab guide wire was inserted through the distal lumen with no resistance. A 0.021" diameter lab wire was inserted through the medial and proximal lumens without resistance. A review of the device history records did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.